Event description:
It was reported that during a rotator cuff repair surgery, one of the electrode of the wand fall inside the patient. Backup device was available to complete the procedure. No significant delay and no other patient complication was reported and the patient outcome is still unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. No patient harm or further complications were reported. Therefore, no further clinical/medical, assessment is warranted at this time. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found statements related to reported event. A review of risk management files fund that the reported failure was documented appropriately. Visual inspection shows one(1) detached electrode and extensive screen erosion; there are no manufacturing abnormalities visually observed with the returned device. During functional evaluation low plasma was excited on the remaining electrodes; the suction line was tested and was clogged by dried parts of tissue; a back flush cleaned the line and the suction performed as intended. The complaint was verified as the device's electrodes were detached. Factors, which may have contributed to the reported complaint include: 1) using the wand above default output settings. 2) pressing the tip against hard or bony surfaces. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. H11. Corrected information in b5.

Event description:
It was reported that during a rotator cuff repair surgery, one of the electrode of the wand fall inside the patient. The electrode piece was removed by using tweezers. Backup device was available to complete the procedure. No significant delay and no other patient complication was reported and the patient outcome is still unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.